Manufacturer narrative:
The investigation excluded a hardware issue because the results were repeatable. The investigation excluded a reagent issue because the calibration and qc were acceptable. The investigation excluded an interference in the patient sample because the patient was not taking any medication. The investigation determined the event was due to increased clearance of urea, creatinine, and uric acid which may occur during pregnancy due to an increased glomerular filtration rate. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the customer's cobas pure c 303 analytical unit is (B)(6) the investigation is ongoing.

Event description:
The initial reporter received questionable creatinine (creap2) results from one patient sample tested on the cobas pure c 303 analytical unit. The initial result was 29.40 umol/l. The repeat result was 28.80 umol/l. The reporter stated that the results were lower than the normal values and could not explained by the patient's medical condition. The physician suspects an interference.